Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, neck pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation with an unspecified mentor gel breast implant and experienced postoperative breast pain and rupture (unknown side). The patient experienced breast pain and neck pain postoperatively. As a result, the patient underwent removal and replacement with two 275cc mentor smooth round moderate profile prostheses (catalog #: 3505504bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2019. Upon explantation, the device was observed to be ruptured and yellow. The device appeared discolored post explantation. However, the potential that this issue could cause or contribute to a death or serious injury, or other significant adverse event is remote.